Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide further detail of the event. When the staples "were not properly aligned", was the staple line complete? Were any staples missing from the staple line? What was the staple formation (b-formation, unformed, malformed, etc.) ? You have stated that there was a patient consequence. Please provide further detail of the consequence. Was there any change in the post-operative care of the patient?

Event description:
It was reported that during an unknown procedure, sr55 staple is not stapled properly. (Not aligned as it usually is). Patient consequence description: some staple in the staple line. Surgeon repair staple by suture.

Manufacturer narrative:
(B)(4). Photo evaluation summary: two photos were provided. Both pictures show a tyvek with the lot number r40p9e and expiration date 2023-06-30. Based on the photos reviewed the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please provide further detail of the event. When the staples "were not properly aligned", was the staple line complete? Were any staples missing from the staple line? What was the staple formation (b-formation, unformed, malformed, etc.) ? You have stated that there was a patient consequence. Please provide further detail of the consequence. Was there any change in the post-operative care of the patient? Response: the information is requested to psr. There's still no response regarding the inquiry.